Event description:
It was reported there was overstimulation. It was stated the stimulation ¿zapped¿ the patient when they would walk. It was noted the amplitude would not stay where they had set it. It was noted the adaptivestim was enabled. It was noted after the patient would walk for a few minutes, the stimulation would get ¿too strong¿ so they would have to stop walking and turn it down. It was stated the device functioned properly. It was noted the patient did not know how to adjust the amplitudes correctly. It was noted the stimulation coverage of the painful areas continued to be good and the patient did not have any other complaints. It was noted the patient had undesired stimulation amplitude at their low back. It was noted the patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).